Event description:
It was reported to boston scientific corporation that during a therapeutic hydrothermal ablation (hta) procedure, using a hyrdothemablator procedure set, there was a fluid loss. Approximately 5 minutes into the ablation, there was a fluid loss; the patient was observed to have a second degree burn on the posterior wall of the vagina for the length of the vagina and a third degree burn on her cervix on the posterior portion about 1/2 inch. A tenaculum stabilizer was used as well as a speculum. There were no fluid leaks during hysteroscopy. There were no fluid loss alarms, no rate nor amount reported. The physician aborted the procedure. The physician treated both burns with silvadene cream and the patient was released. Patient is stable and recovering. The physician was to followup with the patient in 5 days.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.